Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. It was discovered, the scope socket was bad and not engaging high intensity and a non-olympus on 500 hours was used. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera elite xenon light source light was too dim and there was an error e102 message during preparation for use prior to an unknown procedure. The light bulb was changed, however; it did not correct the issue. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the ¿light is too dark, and e102 error ¿ occurred because the temperature inside the device temporarily increased. The event can be detected/prevented by following the instructions for use which state: "2 troubleshooting for error codes e102 clv goes out. Display message: clv lamp goes out e102 inspect the lamp. Phenomenon: the message is displayed when temperature switch error of a light source device occurs. (Internal temperature of a light source device increases, and safety mechanism is activated)". Olympus will continue to monitor field performance for this device.